Manufacturer narrative:
Voluntary medwatch form received: mw5152834.

Event description:
Voluntary medwatch form received states: it was reported that the patient experienced syncopal episodes. The right ventricular (rv) lead exhibited loss of capture.